Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels of the bd vacutainer® brand sst ii advance tubes containing silica and gel were either missing or overlapping. The customer was complaining of the poor quality in labels. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing and incorrect label with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing and incorrect labels were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing and incorrect labels with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing and incorrect label was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to being caused by a timing issue on the labeling machine. Sensors present with the label machine not detect the presence of the tubes and the dispenser did not place a label on the tube. Therefore, the malfunction of the sensor caused the labeling machine to not dispense labels on the affected tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.